Event description:
It was reported that during a coronary stenting treatment procedure the physician noticed that the stent was faulty. The 75% stenotic lesion was located in the non-tortuous and moderately calcified proximal left anterior descending artery. During advancement of the 2.5x24mm liberte bare stent an "opposition" was felt, so the physician pulled back the stent and noticed that the stent was "faulty". There were no pt complications. The physician then successfully completed the procedure by predilating the lesion with a 2.75x15mm maverick2 balloon and deploying a 2.75x 24mm liberte bare stent. Pt status is reported as "no problem in health".